Event description:
It was reported that the patient experienced a left hemisphere cerebrovascular accident (cva) with decreased responsiveness and left arm weakness 1 day after the xact stent implantation in the heavily calcified right internal carotid artery. The event was thought to be embolic in nature. The patient was treated with medication and neurology was consulted. Head computed tomography was negative for cva. Right carotid duplex showed grade 1 stenosis similar to that found immediately post-procedure. The patient was discharged to a rehabilitation facility 6 days after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, weakness and embolism are known observed and potential adverse events as listed in the electronic instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.